Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error 25 alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at electrical board connector. The device also alarmed power loss, low battery and replace battery now alarms due to resistance issue at electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. A scratched case, cracked select button keypad overlay, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window was noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a replace battery now alarm and that she had already changed the battery four times. The customer¿s blood glucose was 13.5 mmol/l at the time of incident. The caller was assisted in reviewing the alarm history and there was no low battery alert prior. The battery cap was not damaged. It was reported that it was the second occurrence of the replace battery now. The insulin pump was returned for analysis.